Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed ¿ there was no b30 scope communication error noted during testing. However, an e315 communication error was on the monitor screen due to a faulty socket. Additionally, there was dust found inside the unit. Heavy corrosion was discovered on the front panel¿s chassis as well as the rear foot. The tank socket was rusty, and needs replaced. A crack was also found in the power switch. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during morning inspections, before any procedures, his olympus evis exera iii xenon light source was not producing an image and instead was displaying a b30 scope communication error message. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was verified that the phenomenon "no images are displayed (error b-30")" did not replicate and did not result in identification of the causal factors and the location of the failure. However, it was considered that some abnormality occurred in communication with the scope due to foreign body adherence at the electric junction or moisture adherence in the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.